Manufacturer narrative:
The customer reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.